Event description:
¿Patient is a 56 year old female who presents with an ivc filter placement earlier today with abdominal pain which prompted a CT scan. This demonstrated one of the struts to have extraluminal near the duodenum. It was felt to be most prudent to remove this filter in place a new filter.¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. There was one filter returned by the customer. The filter was visually inspected and there was no damage found to the struts or legs of the filter. As no damage was identified in the returned samples, this issue cannot be attributed to a manufacturing defect. Therefore, we are unable to confirm the complaint. No corrective action will be taken at this time. Additional information provided in d.9., h.3., h.6. And h.11.